Event description:
It was found that a piece broke off of the anchor. No pieces fell into the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: a meniscus suture was done, but the anchors came out again during the tightening process. The customer is very experienced in using this meniscus suture system. The surgeon reported that the loops from the meniscus suture system were hanging out of the needle protective sleeve at the front in the anchor area, unlike usual. Normally, the loops are behind the protective sleeve. The surgeon reports that he has no explanation for why the anchors came out. He has been convinced that he had been through the meniscus with the needle each time. Replacement was available. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force or 2) user not familiar with device use. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacturing date is unknown.

Event description:
It was found that a piece broke off of the anchor. No pieces fell into the patient.